Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h3, h6 and h11. The device was sent back to olympus for examination. Olympus hmi results. Cfu: no growth. Bacterial identification: na. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for 3 and >100 colony forming units (cfus) of escherichia coli, 5 colony forming units (cfus) of enterococcus faecalis, 3 colony forming units (cfus) of enterococcus avium, and 7 colony forming units (cfus) of mixed coagulase negative staphylococcus species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.